Manufacturer narrative:
E1: patient city:(B)(6). Patient country:united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that by the patient's mother that her child faced an occlusion flow block alarm leading to high blood glucose of 203 mg/dl and ketones level of 4.7 mmol/l on (B)(6) 2025. The patient tried to treat it with insulin pen. Therefore, the patient went to hospital on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis. The patient was hospitalised for greater than 24 hours. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint: (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch: 6008693 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot: 6008693 was manufactured according to the work instruction (wi) version 80 packaging in the multivac 12, on 15/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/may/2025 against malfunction code no malfunction based on complaint information, harm codeuntreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot: 6008693 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.